Event description:
It was reported the keypad on a spectrum pump was not working properly. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. Evaluation determined that the soft keys were not working as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The initial MDR was submitted in error. The reported ¿keypad not working properly¿ was verified through functional testing and all soft keys were inoperable. The device malfunction would not lead to a death or serious injury if the malfunction were to recur. Should additional relevant information become available, a supplemental report will be submitted.